Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the groshong catheter allegedly broke outside the patient. The healthcare provider asked investigation into the fracture edges to know that the patient had cut the catheter himself/herself or some contact had contributed to the break. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break is confirmed and was determined to be use related. One 4 fr nxt groshong catheter was returned for evaluation. An initial visual observation showed use residue throughout the sample and the catheter was returned in two segments. The catheter was observed to be broken approximately 2 cm distal to the strain relief. Some tensile weakness was observed in the proximal catheter segment. A microscopic observation revealed the break surfaces to be mostly flat, smooth, and granular in texture, which, along with the tensile weakness observed in the proximal catheter segment, indicates tensile failure caused by over-stretching of the catheter material. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the groshong catheter allegedly broke outside the patient. The healthcare provider asked investigation into the fracture edges to know that the patient had cut the catheter himself/herself or some contact had contributed to the break. There was no reported patient injury.